Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call of receiving a replace battery now alarm without receiving a low battery alert prior. They said this is the second time in 2 days straight. Also, their pump experienced a power loss alarm and shut off. Customer¿s blood glucose was 12. 7 mmol/l. Troubleshooting was performed. No further details given. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. No battery power loss anomalies noted during testing or blank display anomalies after battery insertion. The power management graph indicated connector resistance issue. Unexpected low battery alerts and replace battery now alarms noted in the pump history file due to connector resistance issue. Connector for the printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.